Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
On (B)(6) 2015 a doctor requested a (B)(6) to review a file from (B)(6) 2015. They stated that the laser portion went well and no issues other than tag defender message. The laser surgery completed 100%. After phaco portion of surgery and before I and a, evidence of vitreous was present. An anterior vitrectomy was performed and followed by placement of iol in the anterior chamber. The doctor did not see any radial or posterior tears in the capsule as the removal of the capsulotomy button was complete and successful. The doctor stated that he did notice the zonules looked weak which may have contributed to the difficulty of the case.